Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion service technician was unable to duplicate "unit to have low pressure o2". All testing was performed using a good known test patient circuit and wall o2 source. Performed flow and oxygen blending test from lap top ventilator final test and lap top ventilator 1000 passed all oxygen blending tests. The ventilator also passed oxygen leak test from final test. Internal inspection does not reveal any abnormalities with the ventilator. The service technician was also unable to duplicate "source button does not work". The ventilator passed the control test from general checkout. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. Review of event trace does not reveal any alarms that would indicate that the ventilator alarmed for "o2 low".

Event description:
The customer reported model lap top ventilator 1000 displayed low pressure oxygenation alarm and source button did not work while connected to patient. The ventilator issue was detected during routine ventilator check and patient was transferred to a backup ventilator. The customer confirmed there is no allegation of patient harm or injury associated with event.